Event description:
It was reported that the pump touchscreen was cracked, causing a small part of the display to be unreadable. Reportedly, the pump was bumped against a hard surface. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.